Manufacturer narrative:
(B)(6) the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the physician experienced deployment difficulty (the sds did not open at all). When the physician used more power, the handle was separated from the outer sheath. There was no reported patient injury. The stent used was either a: sf06200sv or sf06200mv. The product was discarded and will not be returned for inspection. Additional information received indicated that the complaint product was either an 80 cm. Smart flex 6 x 200 vas stent (catalog # sf06200sv/lot #33477) or a 120 cm. Smart flex 6 x 200 (catalog # sf06200mv/lot #34467). The physician could not remember which one was used as the product and product packaging was discarded. Only one of the two products was used, not both. No additional intervention was necessary to remove the device from the patient as the product issue occurred outside of the patient. Another smart flex stent was used to complete the procedure successfully. No target lesion or target lesion characteristic information was available. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No resistance was reported during advancement of the device or resistance advancing the device over the guidewire. No excessive torquing of the device was reported to be necessary. The device was not reported to be kinked in the area of separation. No resistance was reported to be met while withdrawing the device. The device separation was reported to have occurred where the shaft meets the tuohy borst valve on the handle of the device. No additional information is available.

Manufacturer narrative:
Complaint conclusion: a report was received that the physician was unable to deploy a smart flex stent. When more force was applied, the handle separated from the outer sheath. The device was removed and the procedure successfully completed with another smart flex with no reported patient injury. The event involved a patient undergoing percutaneous endovascular intervention. Details regarding the patient, vessel characteristics or the procedure were not provided. The site reported that the device was inspected prior to use and no damage was noted to the device or packaging. No difficulty was experienced when removing the product from the package. They reported that the product had been prepped according to the instructions for use (IFU). No difficulty or resistance was reported while the smart flex device was advanced over the guidewire. The site reported that no excessive torquing of the device had been necessary and the device was not kinked in the area of separation. When delivered to the target lesion, the smart flex could not be deployed. In an attempt to deploy the stent more force was applied, the handle separated from the outer sheath (where the sheath meets the tuohy borst). The smart flex device was removed from the patient without issue or resistance and without additional intervention. The device was exchanged for another smart flex device and the procedure completed with no reported patient injury. According to the site, the involved smart flex device was either an 80cm 6 x 200mm vascular smart flex or a 120cm 6 x 200mm vascular smart flex device. Only was device was involved with the complaint event. The site reported that the involved device and its¿ packaging were discarded and will not be returned for evaluation. The product was not returned for evaluation. A review of the manufacturing records for the two possible lots of products revealed that they both met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU reports that if resistance if felt during the initial retraction of the outer deployment sheath, deployment should not be forced. The sds should be removed without stent deployment. Based on the information available for review, there are procedural factors (use of force against resistance) that may have contributed to the event reported. Based on the device history record review, there is no indication that the event was related to the manufacturing process. A risk assessment has been initiated to address this issue.